Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device interrogation multiple inappropriate shocks were noted. The patient was upgraded to a dual chamber to appropriately diagnose and treat arrhythmia. The patient was stable before, during and after the procedure.